Event description:
It was reported that the pt was in a prone position and "slipped while attached to the mayfield skull clamp". There was pt laceration. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.